Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had biological contamination. The following information was provided by the initial reporter: " it was reported that customer is reporting growth on unopened sleeves with lot#: 1189713 and lot#: 1196817."

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch numbers 1189713 and 1196817 and complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batches 1189713 and 1196817 were satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on these batches were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batches 1189713 and 1196817. Retention samples from batches 1189713 and 1196817 were not available for inspection. Forty plates from batch 1196817 were returned as four unopened sleeves in a plastic bag shipped in a box with paper padding (time stamps 2046-2048, 2050 and 2051). Plates were inspected and 4/40 plates had microbial growth. One of the affected plates was submitted to the ID lab and pseudomonas was identified. Two photos also were received for investigation. One photo shows the side of a sleeve from batch 1196817 with the label featured for batch verification. The other photo shows the side of a sleeve with one plate that appears to have microbial growth in the sleeve. There are also two identification reports included with results of pseudomonas gessardii and psuedomonas synxantha. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. This complaint can be confirmed for batch 1196817 by the returns and photos received. This complaint also can be confirmed for batch 1189713 by the identified trend. Bd will continue to trend complaints for contamination.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had biological contamination. The following information was provided by the initial reporter: " it was reported that customer is reporting growth on unopened sleeves with lot#: 1189713 and lot#: 1196817"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1189713 medical device expiration date: unknown device manufacture date: unknown. Medical device lot #: 1196817 medical device expiration date: 2021-11-05 device manufacture date: 2021-07-15.